Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient's lead had migrated after the patient experienced a fall. In turn, the patient lost adequate coverage. As a result, the patient underwent a lead revision procedure on (B)(6) 2020 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.